Event description:
Reporter alleged obtaining a discrepant blood glucose result of 15 mg/dl back to back with a result of 147 mg/dl on the active s system when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.